Event description:
Patient reported pain 4 months post surgery. Physician performed revision surgery on the femoral and tibial components.

Manufacturer narrative:
Device unavailable for evaluation. A review of the manufacturing device history record showed no discrepancies.